Manufacturer narrative:
The device history record could not be reviewed without a lot number. The device remains implanted. The instructions for use which accompanies each device states in precautions section: "implant is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed implant should not be used." It also states: "do not use tissue if either inner or outer pouch is punctured, torn, or not intact." Patient (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted the patient has experienced serious bodily injuries including extreme pain, erosion of her internal bodily tissue, dyspareunia, significant mental pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.